Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Gtin number for item: (B)(4). Lot: 17067603 is 07613203021012.

Event description:
The customer reported that during a chemotherapy infusion, medication leaked from the vent in the tubing. There was no patient harm.